Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the lead. The hv therapy was disabled. Further evaluation is planned. The patients condition was stable.